Event description:
It was reported that shaft break occurred. A 4.00 x 38 synergy drug-eluting stent was selected for use; however, during unpacking, the shaft was broken. The device was not inserted into the patient's body. The procedure was completed with a different device. No patient complications were reported.